Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated, but the fst stated, it could be confirmed in the log files. The flow/bubble sensor was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated, but could be confirmed in the log files. The flow/bubble sensor was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that flow/bubble sensor is malfunctioning. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor was malfunctioning. It was later specified that the sensor would detect bubbles while none were present and occasionally stopped displaying flow value. The instance of time was requested but was not provided by the customer. A getinge field service technician (fst) was sent for investigation and repair on 2023-12-21. The failure could not be replicated, but the fst stated, it could be confirmed in the log files. The flow/bubble sensor was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and multiple pump stops and bubble detections as well as several reconnections of the flow/bubble sensor could be confirmed on the date of event. The flow/bubble sensor was investigated by the getinge life cycle engineering (lce). The most probable root cause was a loose connection of the connector of the flow/bubble sensor due a mechanically blocked outer sleeve. The cause of the blocked outer sleeve was due to contamination. It is stated in the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2024-01-04 for the period of 2015-10-20 to 2023-12-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-20. Based on the results the reported failure "flow/bubble sensor malfunctioning" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.